Manufacturer narrative:
The company representative examined the system and replaced the receiver mechanism and the pressure vacuum manifold. The system was then tested and met specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that multiple system messages displayed and the system "blocked" during a vitrectomy procedure. The case was completed using an alternate system. There was no harm to the patient. Additional information has been requested.